Manufacturer narrative:
Exact date unknown, event occurred 2 years ago from date manufacturer was made aware. Explant date: 2022 additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient developed an infection in an unknown location. The patient underwent an explant procedure due to need of magnetic resonance imaging (MRI). The patient was doing well postoperatively. All explanted device components were not returned as they were discarded by the facility. No device malfunction was suspected.